Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v452164, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient¿s programmer was not working. It was noted the patient was able to communicate successfully. It was reported the patient did not feel stimulation once the antenna was moved away from the skin. It was noted the patient did not push any buttons. It was reported the patient saw the poor communication screen. It was noted the stimulation was confirmed on, stimulation sensation was lost upon pulling the antenna away, and then stimulation was confirmed still on. It was reported the stimulation never returned while antenna was not on implant site.

Manufacturer narrative:
(B)(4).